Event description:
It was reported that the patient was driving when she received an alarm from the dexcom app indicating high blood glucose levels. The pod had been worn for approximately 37 to 48 hours on her abdomen. Her daughter drove her to the (B)(6) hospital, where her blood glucose was measured and confirmed to be approximately 28 mmol/l (504 mg/dl). The patient was treated with a humalog quick pen and received 12 units of lantus insulin. She remained in the hospital for about one and a half hours. The pod was discarded at the hospital.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.